Event description:
Report 2 of 2: it was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic), there was a molecular false positive. Patient was incorrectly treated with antifungals. No additional impact reported. The following information was provided by the initial reporter: "biofire false positive for c. Tropicalis, #1 - pt had candida albicans as well so got antifungals. 9/4/23 - updated incident start date: gram stain: yeast, culture result: c. Albicans, bcid2, lot # 2vy923, biofire result was a dual positive: c. Albicans, c. Tropicalis".

Manufacturer narrative:
H.6. Investigation summary: catalog: 442020, batch no.: 3145901. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results.